Event description:
Boston scientific received information that during a routine follow-up appointment, loss of capture was noted on the right ventricular (rv) lead. Upon further investigation, daily measurements revealed impedance measurements greater than 2500 ohms. As a fracture was suspected, a lead revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Subsequent information was received that the lead was surgically abandoned. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.